Manufacturer narrative:
(B)(4).

Event description:
It was reported that an over current detection alert was observed during a routine device changeout upon connecting the chronic lead to the newly implanted device. Lead was capped and replaced. Patient was stable post-procedure.